Event description:
It was reported that the burr became stuck with the rotawire. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A rotawire and wireclip torquer was selected for use. During the procedure, when the physician pulled back the rotaburr, it was noted that the burr became stuck with the wire luminal and cannot be pulled out. The entire system was removed from the patient. The procedure was completed with another of same device. No further complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at the proximal end of the rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the proximal end of the wire. The rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the proximal end of the rotawire. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the rotawire. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A rotawire and wireclip torquer was selected for use. During the procedure, when the physician pulled back the rotaburr, it was noted that the burr became stuck with the wire luminal and cannot be pulled out. The entire system was removed from the patient. The procedure was completed with another of same device. No further complications were reported and patient was stable post procedure.